Manufacturer narrative:
Attempts were made to contact the customer to ascertain the status of the repair and the disposition of the device, but there has been no response. Contact office: (B)(4)..

Event description:
The customer reported that the ventilator alarmed with low leak co2 rebreathing. It is unknown if the unit was in use on patient, but the customer reported there was no patient harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported that the ventilator alarmed with low leak co2 rebreathing. It is unknown if the unit was in use on patient, but the customer reported there was no patient harm.